Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that a patient death occurred on (B)(6) 2016 for a patient monitored via telemetry. Subsequent to this occurrence a request for change in alarm operation has been made. It is not known whether the device may have been a factor in the death. A patient death has occurred.

Manufacturer narrative:
The customer contacted philips originally on (B)(6) 2016 with a request for assistance in changing alarm behavior for ECG leads off alarms. At that time, the customer did not report to philips that a patient death had occurred. Philips has since become aware that a patient did occur which prompted the request to change the alarm behavior. The customer did not allege a malfunction of the device. They indicated that a patient was admitted for treatment of dvt and had a history of renal transplant. The patient had complained of chest pain at 20:50 which lasted for 40 minutes. The customer said the ECG showed changes at that time. The admitting doctor was notified and telemetry was assigned to the patient at 23:30. The ECG leads became disconnected at 02:55 however the patient was not checked by staff until 03:45 and was then found unconscious in a chair. The customer has since requested that the leads off alarms be reconfigured to sound as yellow level inop alerts instead of the prior cyan level inop alert. No other formal testing of the product was requested or performed. The customer requested and was assisted in making a configuration change such that ECG leads off alarms sound as yellow level inop alarms. The device remains in use. No malfunction occurred however the device is considered to have been a factor in the death of the patient as the patient was unmonitored for 50 minutes and then found unconscious which represents a use related issue involving alarm response/delay of response to the patient. The customer has indicated that they believe a change in the severity of the ECG leads off inop will allow an improved response to any future similar event.